Event description:
During surgery, the surgeon placed the u-lag screw into the patient bone. Afterwards, the surgeon tried to insert the u-blade using the inserter. However, the u-blade was not able to be inserted in lag screw groove. Therefore, the surgeon did not insert u-blade. The surgeon changed u-lag screw to the standard lag screw.

Manufacturer narrative:
No deviations were found during review of the manufacturing and inspection documents (DHR). The u-blade set returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The investigation revealed that the lag screw was placed incorrectly into the proximal nail hole: instead of the set screw flute the u-blade flute was positioned vertically. This incorrect position led to the dents of the u-blade surface and the flute edge (set screw was inserted into u-blade flute and not into set screw flute) and, caused by the dents, the u-blade could not be inserted. The operative technique describes in detail the correct assembling of the lag screw, set screw and u-blade (different to lag screws without u-blades). The evaluation revealed that the issue was caused by a misuse, most likely caused by a lack of training. No discrepancies were detected during risk analysis review.

Event description:
During surgery, the surgeon placed the u-lag screw into the patient bone. Afterwards, the surgeon tried to insert the u-blade using the inserter. However the u-blade was not able to be inserted in lag screw groove. Therefore, the surgeon did not insert u-blade. The surgeon changed u-lag screw to the standard lag screw.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.